Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer complained that a bolus advice was wrong six weeks ago. It was too high. No adverse event alleged. Meter will not be returned.